Event description:
Customer reported she does not feel the insulin pump was keeping her blood glucose controlled. Customer states she unexplainably experiences high blood glucose up to 500 mg/dl. Customer was not hospitalized. Customer blood glucose has been over 270 mg/dl and the highest was 487 mg/dl. Customer stated the sensor was alerting to notify her blood glucose was high; limit is set at 200 mg/dl. Drive support cap was reported normal. No air bubbles or leaks noted on the device. Manual prime was performed and insulin did exit. Settings were correct. Low reservoir and threshold suspend alarm was noted on the alarm history file of the device. Customer was advised the device was working as designed. Customer requested the device to be replaced. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corners.